Event description:
Information received a smiths medical cadd legacy 6400 pump is alarming battery error, even after new batteries were installed. Event occurred during testing and no patient involvement.

Event description:
Device analysis completed.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Complaint was verified after event log was opened. Evaluation tests and methods were done and duplicated, results revealed " battery depleted alarm." After pump was primed and started. Complaint of"power issue/batteries are installed even when new gives lower battery error and alarms", is isolated to motor lock out. The motor was replaced. Device overall was in good physical condition. Unknown cause of event. Device went on to pass all functional and delivery testing.